Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak. Occurred before/upon opening the package/carton at facility. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the result of the corrugated tubing assembly test was acceptable. The complaint was not confirmed/duplicated. A device history record (DHR) review could not be performed as the lot number was unknown.